Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was operational. A technical support specialist (tss) dialed in to the device and logged in. The device last server communication was shown as (B)(6) 2025 at 07:47:55 pm. There were no error signs on the device screen. The device had an uptime of 0:08:19:05. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es trrades pyxis showing as disconnected. The customer confirmed that all network and power cables are securely connected with no visible damage. Due to this issue, dispensing was not possible. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.